Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream error was not reproduced, the device alarmed within the normal parameters during downstream occlusion testing. A review of event history log revealed multiple instances of downstream error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required as the pump operated as designed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream error during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.